Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery, the surgeon kept receiving excessive load error on the device. Troubleshooted the device several times but the reload did not fire. The surgeon used a manual stapler to see if could complete the fire but it was not successful too. A new stapler from competitor was used to complete the procedure. The surgical time was extended for more than 30 minutes due to the device issue.